Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, we the technician confirmed that the bending rubber cut, and the segment hard to move; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).